Manufacturer narrative:
The customer provided information, which can help determine root case. The following information was provided: the customer learned that the enzymatic cleaner was not being changed between cases. The surgical (robotics) were only being confirmed ¿verbally¿ as being cleaned. Additional contributing factors were also mentioned by the customer. The ¿instruments were sitting, (between decontamination and actual sterilization) without being kept moist.¿ the transport to the hospital was done via currier vehicle. The sterilization process was moved to the surgery center, (which was done to monitor the process, more closely). It has also been determined that disposable products (made available: I/a tips, blades, polisher, etc.), will be used. There is an order to install a water dispenser as well. A company representative has been assigned to follow up with the facility to ensure the proper preventive actions are taken. Additional, related information was requested and there was none provided to date. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. No cultures were taken of the patient. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of the equipment contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that following a cataract with intraocular lens implant (iol) the patient presented at a postop visit with possible endophthalmitis. This is number 4 of 6 reports for this facility. In a follow up with the customer, it was discovered that the handpieces were not being kept with the same tray so it is unknown which handpiece was used for the cases. However, the facility does not necessarily suspect the handpieces. It was discovered that the staff was using an enzymatic cleaner and rinsing in-between was not being done. Robotics were being cleaned in the ultrasonic with only verbal confirmation that cleaning was done in between, instruments were sitting between decontamination and actual sterilization without being kept moist, and transportation to hospital via currier vehicle. Changes were made by moving sterilization to the surgery center to closely monitor process and disposable product that are available will be used.

Manufacturer narrative:
(B)(4).